Event description:
A distributor in germany reported that both the tubes of an ojr416hm optiflow junior 2 home nasal cannula were torn at connector (swivel grip) end. There were no reported patient consequences.

Manufacturer narrative:
(B)(6). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.